Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pc unit had a low battery alert even though it has been fully charged. This had been occurring since the customer received the v12.1.2 software and new batteries. This was reported to bd and the customer was instructed to recondition the battery which they did , and then the alert was gone. There was no information on patient impact.